Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was generating continuous tones and displayed a fault code following interrogation. Model 0125 was explanted with no allegations against the lead. Cpi received information that model 0125 was damaged during the extraction procedure.